Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2013-00156, 3025141-2013-00157, 3025141-2013-00158, 3025141-2013-00160.

Event description:
A radial head plate and three screws broke post operatively.